Event description:
The tibial insert was replaced due to mis-aligned valgus.

Manufacturer narrative:
Document review: gmk primary cemented fixed tibial tray size 3 left: (B)(4) / lot 111462 ((B)(4) items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. The surgery plan was verified as my knee cutting blocks were used ((B)(4)): it seems that there was a surgery mistake during the tibial cut that is highly likely the reason of the malpositioning. On the basis of the data collected, a device involvement in the event occurred is highly unlikely.